Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the peripheral artery. The opticross 18 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, specifically during pullback as imaging began, the ivus catheter kinked at the midshaft and wrapped around a non boston scientific guidewire. The physician removed both the ivus catheter and the wire from the patient intact. The procedure was completed with another of the same device. The patient fully recovered, and no complications were reported.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the peripheral artery. The opticross 18 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, specifically during pullback as imaging began, the ivus catheter kinked at the midshaft and wrapped around a non-boston scientific guidewire. The physician removed both the ivus catheter and the wire from the patient intact. The procedure was completed with another of the same device. The patient fully recovered, and no complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the sheath assembly was kinked. Microscope inspection showed that the guidewire exit port and the distal section of the tip were in good condition. A test guidewire was inserted, and there was no indication of resistance when tracking the guidewire into the catheter.